Manufacturer narrative:
Product analysis #246217173:analysis information -- 2020-02-12 14:51:27 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. H3: analysis of the implantable neurostimulator (ins) (s/n(B)(6) ) showed insignificant anomalies and was functionally okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient noticed over the last month or so that the area by their battery is sore. The patient denies falls or bumping the area of the right hip buttocks area. The patient states that the stimulator is still doing very well; they are just concerned with the battery area being sore. The patient was advised to discuss the pain with their healthcare professional (hcp) as the battery site appears to be ok. The patient denies falls or any other complaint at this time. An impedance check was within normal limits. The patient didn¿t want any adjustments at this time. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated. Additional information was received from the patient on 2019-jun-17. No actions were taken to resolve the soreness and it hasn¿t resolved. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) via the patient on 2019-aug-06. The patient still complains of ¿burning sensation in battery site¿ when they recharge. Denies any falls or changes in stimulation. The patient complains of having to charge ¿for so long¿ as well. A physician programmer interrogation reflects that patient needs to charge sooner. The patient has been educated several times about charging before battery is almost empty, to decrease charge time, also told patient they could turn stimulation off when they charge as well. Impedances all within normal limits. The healthcare professional (hcp) states they will opt to replace the battery due to patient continually complaining about battery site. The hcp was made aware of patient letting battery get near depletion before recharging, thus having to charge for more than 2 hours, also, physician programmer reflects that patient not charging to 100%, 75% is as full as they have charged. Replacement is tentatively scheduled for 2019-aug-23. The battery will be sent back if surgery occurs. Additional information was received on 2019-aug-23 confirming that the battery was replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
Correction: fdc code was corrected (B)(4). If information is provided in the future, a supplemental report will be issued.